Event description:
The user facility reported to terumo cardiovascular that after going off cardiopulmonary bypass procedure, a leakage in the oxygenator was detected. The event did not result in delay of the surgical procedure and there was no harm to the patient.

Manufacturer narrative:
Terumo did not receive the actual device, however, an evaluation was completed on a retention sample and no leak was detected. All units are leak tested during production and there were no indications of any production related problems in the device history record. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.